Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 325cc mentor memorygel breast implant catalog: 3543257, lot: 50094. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction with two 325cc mentor memorygel breast implants, experienced left side rupture, swelling, pain and capsular contracture post-operatively. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On 5/15/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a siltex cracking was observed in the posterior view. Within the siltex cracking, a rupture (a) was noted in the posterior aspect, measuring approximately 1.8 cm.leak testing revealed other rupture (b)in the anterior aspect measuring approximately 0.7 cm.since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv (high temperature vulcanization) shell of siltex breast implants. The reported complaint was confirmed, it is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/29/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/14/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).